Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. There was no reported adverse effect to the customer's blood glucose level. It was also reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event. The customer reverted to an alternate method of insulin therapy.